Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), device dislocation ("malposition of essure of device (location of device: underneath the fatty tissue of my stomach)/migration of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 1995; (B)(6) 2008; (B)(6) 2009). Previously administered products included for an unreported indication: oral contraceptive pills from 2002 to 2006. Concurrent conditions included obesity. Concomitant products included anaesthetics (anesthesia) and naproxen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("spotting"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") with rash generalised and dry skin, mood swings ("mood swings"), hot flush ("hot flashes") and premature menopause ("early menopause symptoms"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), nausea ("nausea"), allergy to metals ("allergic to nickel / developed to metal") and dysgeusia ("metal taste in my mouth"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and dysgeusia had not resolved and the device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, hot flush, premature menopause, migraine, headache, nausea, weight increased and allergy to metals had resolved. The reporter considered allergy to metals, alopecia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, nausea, premature menopause, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case became valid and incident in follow up. Lot number received reporter added, patient demographics added, patient concomitant condition, concomitant drug added, events added as follows:-device dislocation, fallopian tube perforatin vaginal haemorrhage, menorrhagia, hypersensitivyty reaction, rash generalized, dry skin, dysgeusia, sexual dysfunction, dysmenorrhea, dyspareunia, fatigue, hair loss, mood swings, hot flashes, premature menopause, uterine bleeding, migraines, headaches, nickel allergy, pelvic pain, weight gain, abdominal pain lower, genital haemorrhage. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/perforation (fallopian tube(s))"), device dislocation ("malposition of essure of device (location of device: underneath the fatty tissue of my stomach)/migration of essure device- location of device noted to be in upper pelvic region in omentum") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 ((B)(6)1995; (B)(6)2008; (B)(6)2009) and termination of pregnancy (2). Previously administered products included for an unreported indication: oral contraceptive pills from 2002 to 2006. Concurrent conditions included obesity. Concomitant products included anaesthetics (anesthesia) and naproxen. On (B)(6)2012, the patient had essure inserted. In 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraines"). In (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced alopecia ("hair loss"). In (B)(6)2012, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2013, the patient experienced dysgeusia ("metal taste in my mouth") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2013, the patient experienced headache ("headaches"), nausea ("nausea") and allergy to metals ("allergic to nickel / developed to metal allergy/developed a metal allergy/nickel allergy"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") with rash generalised and rash macular, mood swings ("mood swings") and hot flush ("hot flashes"). In (B)(6)2014, the patient experienced premature menopause ("early menopause symptoms"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the fallopian tube perforation and dysgeusia had not resolved, the device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, hot flush, premature menopause, migraine, headache, nausea, weight increased, allergy to metals and female sexual dysfunction had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, nausea, premature menopause, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well. Insertion details: on (B)(6)2012, on bimanual exam, size is 6 weeks , position anteverted . Hysteroscopic view of t he uterus adequate . Ostia normal . Adhesions absent. Placement of coils : left 3 coils trail I ng and on the right 3 coils trailing. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: essure confirmation test. Left essure implant identified in the upper pelvic region and CT evaluation or other studies suggested. Right implant in place and without contrast spillage.. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-dec-2018: plaintiff fact sheet and medical record received - event abdominal pain was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data, a quality-safety evaluation of ptc was unable to confirm complaint. Should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/perforation (fallopian tube(s))"), device dislocation ("malposition of essure of device (location of device: underneath the fatty tissue of my stomach)/migration of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 1995; (B)(6) 2008; (B)(6) 2009). Previously administered products included for an unreported indication: oral contraceptive pills from 2002 to 2006. Concurrent conditions included obesity. Concomitant products included anaesthetics (anesthesia) and naproxen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") with rash generalised and rash macular, mood swings ("mood swings"), hot flush ("hot flashes"), menopausal symptoms ("early menopause symptoms") and allergy to metals ("allergic to nickel / developed to metal allergy/developed a metal allergy/nickel allergy"). On an unknown date, the patient experienced dysgeusia ("metal taste in my mouth"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and dysgeusia had not resolved and the device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, hot flush, menopausal symptoms, migraine, headache, nausea, weight increased, allergy to metals and female sexual dysfunction had resolved. The reporter considered allergy to metals, alopecia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure confirmation test on (B)(6) 2012, on bimanual exam, size is 6 weeks , position anteverted . Hysteroscopic view of the uterus adequate . Ostia normal . Adhesions absent. Placement of coils : left 3 coils trail I ng and on the right 3 coils trailing. On (B)(6) 2012, hysterosalpingogram revealed left essure implant identified in the upper pelvic region and CT evaluation or other studies suggested. Right implant in place and without contrast spillage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new event added- apareunia (inability to have sexual intercourse). Lab data added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube/perforation (fallopian tube(s))"), device dislocation ("malposition of essure of device (location of device: underneath the fatty tissue of my stomach)/migration of essure device") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (B)(6) 1995; (B)(6) 2008; (B)(6) 2009). Previously administered products included for an unreported indication: oral contraceptive pills from 2002 to 2006. Concurrent conditions included obesity. Concomitant products included anaesthetics (anesthesia) and naproxen. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("spotting/abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction") with rash generalised and rash macular, mood swings ("mood swings"), hot flush ("hot flashes"), premature menopause ("early menopause symptoms") and allergy to metals ("allergic to nickel / developed to metal allergy/developed a metal allergy/nickel allergy"). On an unknown date, the patient experienced dysgeusia ("metal taste in my mouth"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation and dysgeusia had not resolved and the device dislocation, uterine haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, alopecia, mood swings, hot flush, premature menopause, migraine, headache, nausea, weight increased, allergy to metals and female sexual dysfunction had resolved. The reporter considered allergy to metals, alopecia, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, nausea, premature menopause, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient tolerated the essure insertion procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - on(B)(6) 2012: essure confirmation test on (B)(6) 2012, on bimanual exam, size is 6 weeks , position anteverted . Hysteroscopic view of t he uterus adequate . Ostia normal . Adhesions absent. Placement of coils : left 3 coils trail I ng and on the right 3 coils trailing. On (B)(6) -2012, hysterosalpingogram revealed left essure implant identified in the upper pelvic region and CT evaluation or other studies suggested. Right implant in place and without contrast spillage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.